Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up this device displayed high out of range shocking impedances on the right ventricular lead. In addition, an increase in the pacing impedances was also noted, while all other parameters appear normal and free of noise. A request for review was sent to a boston scientific technical services representative. A boston scientific technical services representative discussed possible indication for the out of range shocking impedances including a possible lead/device connection issue as the out of range shocking impedances were noted shortly after the implant procedure. In addition, it was suggested to perform an x-ray as well as possible defibrillation testing to ensure therapy. At this time there has been no further action and this system remains implanted. No adverse patient effects were reported.